Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had impella cp support ongoing for a patient admitted in acute myocardial infarction/cardiogenic shock. The pump was placed and supported for over 16 hours when the pump came out of position. The loss of left ventricle positioning could not be troubleshot and so the pump was successfully weaned. The patient survived the explant.